Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device-2 years and 8 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for gastrointestinal (gi) bleeding on (B)(6) 2017. The patient presented with black tarry stools and weakness. Upon admission, the patient¿s hemoglobin was 8 g/dl and inr was at 1.5. The patient¿s inr goal was 1.5-2. The patient underwent esophagogastroduodenoscopy (egd) cauterized arteriovenous malformations (avms) in transverse colon; clip and epinephrine were required in small bowel. No additional information was provided.